Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "flow sensor fail" was not reproduced. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a volume to be infused of 40 for a one hour run time. The delivered amount for the flowrate test was 40.250ml and the error percentage was at 0.625%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. During functional testing, the reported problem "upstream occlusion fail" was not reproduced. The device was sent for ultrasonic sensor upstream occlusion test and the device passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction was required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow sensor/ upstream occlusion in the biomedical service department. There was no patient involvement. No additional information is available.